Event description:
On 11-aug-2025 the user reported that on (B)(6) 2025 their ilet device developed a cracked screen. The user was able to continue using the device without interruption in insulin delivery or blood glucose monitoring, and no caregiver assistance was required. No hypoglycemia, hyperglycemia, emergency medical services, or hospitalization was reported. A replacement device was sent.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.